Event description:
It was reported that during a lead extraction procedure to remove a single malfunctioning rv lead, a tear to the superior vena cava (svc) and innominate vein occurred. Reportedly, the 16f glidelight laser sheath was used to advance down the lead successfully until reaching the ra. At this point, patient blood pressure sharply dropped, indicating a tear to the svc. The physician elected not to deploy the bridge occlusion balloon immediately, as he wanted to complete removal of the lead before intervention commenced. The lead could not be immediately removed, so the balloon was inflated and surgical intervention began. Upon accessing the injury location, it was identified that the vessel injury had been exacerbated by inflation of the rescue balloon. Repair was attempted, but the intervention was eventually unsuccessful. The patient did not survive.

Manufacturer narrative:
A more detailed description of the event is being provided, for clarity. Reportedly, the physician began extraction of a single malfunctioning right ventricular (rv) ICD lead (implanted 18 years) with a 16fr glidelight laser sheath. The physician successfully navigated the laser sheath over what seemed like a moderate to moderate-high degree of scarring, over the superior vena cava (svc) coil, and in to the right atrium (ra). At this point, after the use of laser energy had concluded, the patient's blood pressure began to drop. The physician then reportedly stopped his pull forces to see if the blood pressure would increase, which it did not. The pressure continued dropping into the 20''s. A bridge occlusion balloon guidewire had been placed prior to the procedure and the balloon device was ready for use, but the physician did not deploy it immediately. It was reported that since the laser sheath was near the end of the lead, the physician elected to attempt complete removal of the lead before commencing intervention. An additional 20 seconds of laser time was used. It then became apparent that the lead would not be freed easily and this attempt was abandoned. The laser sheath was then reportedly difficult to remove from the lead, so it was left in the patient anatomy while CPR was administered. The bridge occlusion balloon was then deployed as the surgeon arrived for the intervention. Total time from initial blood pressure drop to deployment of the bridge device was approximately 8 minutes. When viewed under fluoroscopy, the balloon reportedly took on an abnormal shape and blood pressure did not rise. The surgeon then placed the patient on bypass pump and a sternotomy was performed. The bridge device was then deflated and removed. The svc was significantly damaged and repair was attempted for 7 hours, until the patient was eventually taken off the pump and expired. Through evaluation of the reported sequence of events, along with consultation with product and clinical subject matter experts, it was determined that based on the available information this issue did not occur because of a defect or malfunction of the device. Although it was alleged that the bridge device exacerbated the initial svc tear, evaluation of the event details suggest that it functioned as intended. The bridge device is designed to conform to the shape of the surrounding anatomy, which it in fact did. The device has not been returned for physical analysis by the manufacturer.